Event description:
Event description boston scientific received information that this transvenous ventricular lead was surgically abandoned because of oversensing which lead to inadequate delivery of ventricular fibrillation therapies. The ICD was explanted during the procedure for normal battery depletion.